Manufacturer narrative:
A visual assessment of the returned handpiece revealed kinks and bends on the handpiece cable. The handpiece resistance value on the returned handpiece was tested. The returned handpiece failed test, where the handpiece resistance value was over the resistance specification of 1.5 ohms. The resistance value was open. The returned handpiece was connected to a calibrated system and tuned. The returned handpiece passed tune. The returned handpiece was functionally tested at 100% phaco power for 5 minutes. The returned handpiece intermittently generated phaco power when the handpiece cable was wiggled during test. No additional test was performed. The root cause of the reported event can be attributed to the kinks and bends on the handpiece cable, which was most likely due to the customer mis-handling of product. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure there was no phacoemulsification power form the handpiece. The procedure was completed using an alternate handpiece with no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on december 8, 2014. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on june 13, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).